Event description:
Per the clinic, the device was explanted (B)(6), 2015 due to pain. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4) : the device is currently unavailable.